Event description:
The patient reportedly experienced sound quality issues followed by intermittent loss of sound between the external equipment and the cochlear implant. The patient also reported hitting his head and the implant site appeared to be swollen. Testing showed that device was functioning normally. The reported problem was not resolved. Revision surgery will be scheduled.